Event description:
Delivery system failed to open. Patient required extended anesthetic. Procedure delayed. Alternative route was taken as hospital had no replacement device. Patient status - fine.

Manufacturer narrative:
(B)(4). Each device is inspected to verify that the stent is loaded properly in the outer sheath. The surface of the device is inspected for damage 100% prior to further processing. The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings and precautions, and the correct deployment procedure. The complaint product has not been returned to assist in this investigation. Risk analysis was revised due to incoming complaints. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.